Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: one (1) sample was received. Sample consist in one (1) cassette product from part number 21-7302-24. Sample was received in used conditions inside in a plastic bag, decontaminated and connected to an extension set. Visual inspection results: the samples unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Accuracy test could not be performed. Leak detected: when filling the medication bag to perform the delivery accuracy test, a leak was detected in the cassette pump tube. Due to leakage detected the delivery accuracy test was not performed; the leakage could cause an under delivery in the test. Complaint is confirmed for leaking failure mode. The cause of the reported problem was traced to the manufacturing process.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, under delivery of medical fluid was observed. No patient consequences were reported. No adverse effects were reported.